Event description:
It was reported that there was a patient burn.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: it literally cooks the muscle (the muscle really changes color). The water is very hot. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the tissue gets trapped the electrode suction path hole which can result in abnormal plasma. Heat can result from insufficient suction which can result from: inadequate hospital suction, leak, bad connection to hospital suction line. Clogging caused by suction path blockage, lower electrode mass due to variation in electrode thickness or opening cut. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a patient burn.

Manufacturer narrative:
Alleged failure: it literally cooks the muscle (the muscle really changes color). The water is very hot. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be the tissue gets trapped the electrode suction path hole which can result in abnormal plasma. Heat can result from insufficient suction which can result from: - inadequate hospital suction, leak, bad connection to hospital suction line, - clogging caused by suction path blockage, lower electrode mass due to variation in electrode thickness or opening cut . The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a patient burn.